Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the laser fiber was stuck in the laser port during a procedure. It was believed that the fiber was screwed in incorrectly. The procedure was stopped and the patient received additional sedation to have an additional console brought in to complete the procedure. There were no patient complications reported.

Event description:
It was reported that the laser fiber was stuck in the laser port during a procedure. It was believed that the fiber was screwed in incorrectly. The procedure was stopped and the patient received additional sedation to have an additional console brought in to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.